Manufacturer narrative:
Testing of actual/suspected device (10/3233) the customer reported that a getinge field service engineer (fse) went to the facility with a pim assembly that contained an old version safety disk and once it was installed in the iabp all test passed. The iabp was returned to clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It is expected that the suspected faulty safety disk will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that during scheduled maintenance performed by the customer's biomedical engineer, the new safety disk installed failed the leak test as step #4. There was no patient involved and no adverse event was reported.